Event description:
It was reported that during a struma procedure, there was no function. Generator display shows instrument error. Took a new instrument. No further info is available. There was no pt consequence.